Event description:
It was reported that the plastic disk connected to the metal bar stylet breaks off upon trying to remove the metal bar stylet from the catheter leaving the metal bar stylet inside the lumen of the catheter. Incident occurred with 2 catheters, but was able to remove from third catheter. No patient injury reported.

Manufacturer narrative:
One vascular catheter without the packaging was received. The evaluation included visual examine, and note any observed abnormalities such as damaged, incorrect or missing components. The balloon and balloon windings/bonds were visually inspected for indication of damage or abnormality and there was no damage found. The catheter body was found to be in good condition. Further examination found the stylet to be protruding out of the catheter tip. The stylet cap was not returned. There is no adhesive visible on the section of the stylet protruding from the catheter tip. An attempt to push out the stylet wire from the lumen using a 10cc syringe with water was not possible. A pull test was performed and the pull force recorded is 4.9 lbs. The stylet wire was examined and there appears to be adhesive that may have caused the stylet to become stuck inside the thru-lumen. Chemistry testing found the substance showed similar absorption characteristics when compared to poly ethyl cyanoacrylate adhesive-like material. The complaint was confirmed and appears to be related to the manufacturing process. An investigation is in progress to determine the root cause and implement corrective action if needed. A device history record review was completed and documented that the device met specification upon distribution.